Manufacturer narrative:
.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels around 600 (mg/dl) and moderate to large ketones after receiving one of the altitude alarms mentioned in the initial call to tandem technical support on (B)(6) 2016. Reportedly, hospitalization occurred just prior to the initial call; however, no specific event dates were provided. Contact stated that the customer received an altitude alarm while sleeping and that the alarm could not be cleared. While in the hospital, customer was treated with intravenous insulin and fluids. Customer was released a few days later and instructed to not reinstate use of the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported elevated blood glucose (bg) levels up to the 400's (mg/dl). It was not indicated how elevated bg levels were addressed. Reportedly, customer's health care provider removed the customer from the pump. Customer indicated that insulin pens would be used to continue diabetes management.